Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, when powering on the imaging system, a message displayed to perform calibrations. The calibration was performed and the reported issue was resolved. No additional information was provided. There was no patient present when this issue was identified.